Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve issues occurred. During the procedure, blood was leaking from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced to another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue reoccurred. The issue was resolved by changing the sheath to a third one. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there is no indication that the blood leakage was excessive nor that led to hemodynamics disruption or required intervention, this event will not be coded as a patient event but as a product malfunction under both sheaths. The hemostatic valve issues were assessed as MDR reportable hemostatic valve separation issues. The biosense webster, inc. Product analysis lab received the device for evaluation and on august 6, 2020 they observed that the device was returned in the condition reported. The hemostatic valve was found dislodged inside of the hub. The friction ring and brim cap remained intact. In addition, they also noted a kink on the shaft. The hemostatic valve issue remains assessed as a MDR reportable issue. The kink on the shaft was assessed as not MDR reportable as the potential that it could cause or contribute to a death or serious injury or other significant adverse event was remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath medium and hemostatic valve issues occurred. During the procedure, blood was leaking from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath medium. The sheath was replaced to another carto vizigo¿ 8.5f bi-directional guiding sheath medium and the issue reoccurred. The issue was resolved by changing the sheath to a third one. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. A device history record evaluation was performed for the finished device 00001324 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).